Event description:
Pt is a chronic hemodialysis pt. At start of treatment pt complained of feeling dizzy. Blood pressure dropped from 148/80 to 90/50. Dialysis immediately stopped. Saline bolus and oxygen per nasal cannula given. Pts. Status post event good. A new dialyzer and lines were set up and treatment resumed without further incidents. Blood sample drawn post incident. Spun for hemolysis: negative.